Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer for evaluation, as the device was discarded after the event occurred. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
On (B)(6) 2016-it was reported per (B)(4) that on (B)(6) 2016 during the insertion of the guidewire of the PICC, an x-ray revealed that the guidewire made a loop shape under the skin. When the doctor pulled the guidewire, it was reportedly fractured at the tip of the insertion needle and the 2 or 3cm distal segment remained in the arm.